Event description:
It was reported that after approximately 20 minutes of onyx injection with onyx reflux, upon catheter removal, the distal marker of the catheter broke off and remained in the artery. Same event as MDR# 2029214-2009-00235.

Manufacturer narrative:
The device will not be returned for eval as it was consumed in the event.